Event description:
Information was received from multiple sources (manufacturer representative, friend/family member) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they feel that the implanted neurostimulator (ins) and controller charge reduction is faster than before. Recently, there has pain and numbness in the tip of the foot. A reset was made (removing the battery pack and inserting it), but "low battery level 70" was displayed, so they told them to charge the controller itself. Instructed them to continue observing the situation and contact us again if there are no changes. They have instructed them to consult with the medical institution regarding the fact that the remaining charge level had reduced quickly. Resolution unknown.

Manufacturer narrative:
G2. Foreign: japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.